Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in (B)(6) of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Action take with dianeal therapy was not reported. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient had cloudy effluent. On an unknown date, the patient was hospitalized for suspected peritonitis. The cause of peritonitis was unknown. The patient was treated with unknown antibiotics (dose, route and frequency not reported). The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.